Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20.

Event description:
The customer stated that several negative architect sars-cov-2 igg results were reported for patient samples with positive pcr and/or roche cobas igg+igm results. No adverse impact to patient management was reported. The following data was provided: patient 1: ID (B)(6), sars-cov-2 igg result 1.29, repeat 1.29 index (negative) (B)(6) 2020, pcr positive, roche cobas igg+igm positive. Patient 2: ID (B)(6), sars-cov-2 igg result 0.71 index (negative) (B)(6) 2020, pcr positive, roche cobas igg+igm positive. Patient 3: ID (B)(6), sars-cov-2 igg result 0.90 index (negative) (B)(6) 2020, pcr negative, roche cobas igg+igm positive. Patient 4: ID (B)(6), sars-cov-2 igg result 0.37 index (negative) (B)(6) 2020, pcr positive, roche cobas igg+igm positive. Patient 5: ID (B)(6), sars-cov-2 igg result 0.91 index (negative) (B)(6) 2020, pcr positive, roche cobas igg+igm positive.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records and scientific literature. Return testing was not completed as returns were not available. In-house testing for reagent lot 16263fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Tracking and trending data was reviewed and determined no trends were identified. Device history record review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Per product labeling, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, the potential covid-19 timeline for the patients is unknown as no date was provided for onset of symptoms or pcr positivity/test date and all samples were positive on roche cobas but this assay detects total antibody i.e. Igg and igm. In addition, no specific patient history was provided for the patients. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/= 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/= 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Antibody responses to sars-cov-2 in patients of novel coronavirus disease 2019. Medrxiv. Review of the manuscript, bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho" j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation, architect sars-cov-2 igg reagent lot 16263fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg was identified.